Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Replacement brush heads...do not seem to fit properly on toothbrush...head loose...gap between the head and toothbrush - oral-b [device connection issue]. Case narrative: male consumer via e-mail stated that the oral-b replacement toothbrush heads did not seem to fit properly on the oral-b pro 3 toothbrush. The toothbrush head was loose and there was a gap between the head and toothbrush. No injury was reported.